Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder could not match with a correct capsule during the calibration procedures and it recognized a capsule with a different lot number. They rebooted the recorder with power cord attached to help correct the connection after several failures. The patient was prepped for the procedure and was put under anesthesia, but there was no harm to the patient, no intervention was required, and a repeat procedure was needed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.